Event description:
It was reported that the implant broke on impaction.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.